Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of a loud fan but could not confirm any disk drive problems. The programmer saved to disk without any issues. The rf (radio-frequency) head connector on the printed circuit board was found to be loose, and interrogation was not possible. There was also a broken tab on the power cord bay door, the keyboard latch was broken, the hard drive was out of electrical specification and unable to be reconfigured, and the stylus was missing. (B)(4).

Event description:
It was reported the disk drive does not work, and the fan is loud. The programmer was returned for repair. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.